Manufacturer narrative:
The reported event occurred on a cobas e 602 analyzer (serial number: (B)(6). The investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration and quality control data confirmed that all controls and calibration signals were within expected ranges. The patient sample was not available for further investigation. Discrepant results may occur in hiv testing due to sample-specific factors, as outlined in the assay's method sheet. A definitive root cause for the reported event could not be determined based on the available information.

Event description:
The initial reporter alleged a discrepant reactive result for a patient sample tested with the hiv combi pt elecsys cobas e 100 assay on the cobas 8000 - cobas e 602 module. The patient sample was tested on (B)(6) 2021 and generated a reactive result of 56.66 coi with the hiv combi pt assay. Additional testing was performed using an enzyme-linked immunosorbent assay (elisa), which was negative, and the atellica system (siemens), which also produced a non-reactive result. Polymerase chain reaction (pcr) testing was not performed.